Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the insulin pump had power error alarm. Customer blood glucose value was unknown at the time of the incident. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states power error detected recurred within a week of troubleshooting previous occurrence. The device will be return for analysis